Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. The ble was turned off and the patient will continue to be monitored remotely. There were no patient consequences reported.